Manufacturer narrative:
Patient's weight was not provided. Additional information was requested. Ge of device: 1 year, 7 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad system produced 'no external power' and 'low voltage' alarms on (B)(6) 2018. The system controller's internal battery supplied power to the pump as designed during the event. The patient remained asymptomatic. It was reported that the power cord of mobile power unit (mpu) came loose from the back of mpu which may be associated with the alarms. The patient was supplied with a vlock power cable and the issues resolved. No equipment was exchanged. It was reported that patient is doing well. No further information was provided.

Manufacturer narrative:
The mobile power unit remains in clinical use and the patient continues on vad support. No product was returned to the manufacturer for analysis. Evaluation of the submitted log file confirmed no external power alarms while the patient's lvas system was powered by the mobile power unit; however, a specific cause for this finding and a direct correlation to the mobile power unit could not be conclusively established. The heartmate ii lvas patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file for this event.

Manufacturer narrative:
Section g4: the devices PMA number was missing in previous reports. The PMA number is p060040.